Event description:
Healthcare professional reported "deflation". This record is for the left side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6, h11. Device evaluation: based on the device analysis grid, the assessments of the complaint are: crease / folding of implant: observed creases on device. Deflation: observed an opening assessed as fold flaw opening. As per the investigation procedure, wear abrasion, broken of plug strap, missing of plug strap and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Include in h.11 - device info (mcghan-550cc).

Event description:
Healthcare professional reported "deflation". This record is for the left side. Device was explanted.